Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medical assistant to customer's primary physician reported hospitalization due to high blood glucose levels. The blood glucose reading was 410 mg/dl at the time of hospitalization. Customer treated with manual injections and blood glucose reading went down to 210 mg/dl. Customer experienced symptoms of nausea, vomiting, and extreme thirst. Customer was wearing the insulin pump at the time of hospitalization. No further information was reported.